Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 8. On (B)(6) 2021, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.